Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2012) is considered to be a best estimate. This MDR represents the bard soft mesh (device #3). An additional supplemental MDR was submitted to represent the bard flat mesh (device #1) and additional MDR's were submitted to represent ventralight st mesh (device #2), ventrio st (device #4), ventrio st (device #5). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2007- patient was diagnosed with incisional hernia thereby underwent open repair with the implant of bard flat mesh (device #1). Per operative notes, ¿a bard flat mesh (device #1) was placed and sutured.¿ (B)(6) 2012 - patient was diagnosed with incisional hernia thereby underwent open repair with explant of bard flat mesh (device #1) and implant of ventralight st mesh (device #2) and bard soft mesh (device #3). Per operative notes, ¿old bard flat mesh (device #1) was excised. One ventralight st mesh (device #2) and one bard soft mesh (device #3) was placed and sutured.¿ (B)(6) 2013 - patient was diagnosed with intestinal perforation, adhesion, abscess, mesh infection, inflammation thereby underwent open repair with explant of ventralight st mesh (device #2) and bard soft mesh (device #3), lysis of adhesion, abscess, and implant one synthetic mesh. Per operative notes, ¿abscess were drained from intra-abdominal area. Infected ventralight st mesh (device #2) and bard soft mesh (device #3) was excised completely.¿ (B)(6) 2014 - patient was diagnosed with ventral incisional hernia, adhesion thereby underwent open repair with explant old biological mesh and implant two ventrio st mesh (device #4) and ventrio st mesh (device #5). Per operative notes, ¿all adhesions were taken down. Old synthetic mesh was excised. Two ventrio st mesh (device #4) and ventrio st mesh (device #5) was placed and sutured.¿ (B)(6) 2019 - patient was diagnosed with small bowel obstruction, adhesion thereby underwent open repair with lysis of adhesion and explant of ventrio st mesh (device #4) and ventrio st mesh (device #5). Per operative notes, ¿ventrio st mesh (device #4) and ventrio st mesh (device #5) which was several pieces were all removed from abdominal wall. All adhesions were taken down.¿